Manufacturer narrative:
The device was returned for analysis. The reported needle to cuff miss was not confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The cause of the reported difficulties cannot be determined. The subsequent treatment is related to the circumstances of the procedure. The device condition is evident of a successful suture harvest. It is possible this was a mal position event; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling. D1 correction: brand name updated. D2a correction: common device name updated. D3 correction: name, address updated.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a prostyle device after a cerebral aneurysm coil embolization interventional procedure with a 6f sheath. Reportedly, the suture was not present when the plunger was pulled back. An additional prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.